Event description:
It was reported that the patient's ipg had displayed the elective replacement indicator (eri) message. It is unknown if the message triggered prematurely or normally. The device is still providing therapy. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had displayed the elective replacement indicator (eri) message. It is unknown if the message triggered prematurely or normally. The device is still providing therapy. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.